Event description:
It was reported that the sensor electrode may have gotten stuck in the customer's body. Customer did not receive any signal when the communication was not established. It was noted that the electrode may have been missing which could be the cause of the lack of communication. Customer was unable to locate the electrode and it did not show up on the x-ray. They are unsure if the electrode is stuck in the body. No further information reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and found sensor canula bent inside sensor base, unable to confirmed customer received sensor in said condition due to customer returned sensor opened and used. No broken or missing were observed during analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.